Event description:
It was reported during an unknown procedure, the pt had surgery approx 1 1/2 years ago and the doctor used an unnamed hemorroidectomy device (product code & name not provided) that uses staples and suture. Pt has had problems since the surgery i.e. Difficulty passing stools, has to strain and has had some bleeding. The pt returned to see the surgeon. The surgeon indicated he could not see anything wrong and could not do anything for him. The surgeon first saw the pt approx 3-4 months after the surgery. The pt initially improved with conservative treatment - dilatation, rectoscopy and had no bleeding. In the past 3 weeks the pt has begun bleeding from rectum. The doctor suspects there has been a stenosis of the rectum. In a conversation with affiliate in 2005, the affiliate advised the device used on this pt was a j & j product. Additional information obtained from the requesting physician did not reveal that the device in question malfunctioned. The physician was requesting additional information regarding the functionality of the device.